Event description:
It was reported that during a da vinci si gastrectomy procedure, the double fenestrated grasper instrument's tips would not close properly. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that the instrument's tips would not close properly. Engineering found a missing distal pulley on one side that could have created the improper movement. There were also scratches on the surface of the distal pulley on the other side of the instrument. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.